Event description:
It was reported that patient is having revision surgery. She has been experiencing pain all summer. Patient states that she cannot lift her leg more than a few inches, stand or sit for long periods of time without pain. She also states she cannot bend over or crouch without significant discomfort. She had an MRI taken approximately 2 weeks ago which showed significant fluid accumulation in the hip area.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.